Event description:
While undergoing a pta procedure, the physician inserted guidewire (balance middleweight) 300cm into and around on up and over sheath (arrow) and attempted to steer wire through blockage. At 1620, the wire broke in half leaving about 15cm of wire in the pt's left leg. It took about 50 minutes to snare the wire and remove it from the body. This required 46.1 minutes of fluoro time before actually performing the intended procedure. The wire was successfully removed with no harm to pt.